Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral tavr with a 23mm sapien 3 ultra resilia valve, as the valve exited the 14fr esheath+ the physician felt brief resistance. Under fluoro, the valve appeared to slightly jump as it exited the sheath. When the sheath was removed at the end of the procedure, there was visual damage the tip of the sheath was torn. There was no difficulty removing the sheath or the delivery system. There was no vascular damage that occurred. The valve was successfully implanted. The patient was stable the entire procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The 14fr esheath plus was returned with introducer fully inserted and locked. The sheath had curvature due to packaging, the liner was fully expanded, there was radial and axial tip tear along distal liner edge, the hdpe had stretching along axial and radial tear, there was soft tip damage, all score lines were present and there were scratches along distal sheath shaft. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received and review and found the distal tip is radially and axially torn with hdpe stretching, and the distal liner expanded as designed. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformance's identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn was confirmed per evaluation of the returned device imagery. Available information suggests that variability in tip expansion likely contributed to the event based on the nature of the tear observed during visual evaluation. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective/preventative actions are not required at this time.